Event description:
The procedure was for paf. The pv isolation was started with the devices (ez steer tc / lasso). Blood pressure was decreased to 60 s after three times ablation. Ablation was stopped, and pericardial effusion was observed by echo. Drainage was performed. It was confirmed the blood pressure was recovered and the patient was conscious.

Manufacturer narrative:
The impairment of the body function from this event was moderate. The cardiac tamponade occurred and the patient needed to be hospitalized. The outcome of the adverse event was improved, the prognosis for the patient was satisfactory and his status is stable. The physician commented it was unknown what caused the event. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).